Event description:
It was reported while using the bd phoenix¿ nmic/ID-(B)(6) a patient isolate was identified as providencia rettgeri, but upon repeat it was identified as proteus mirabilis. No health impact or consequence reported. Report 1 of 2.

Manufacturer narrative:
Investigation summary : this complaint is for misidentification of proteus mirabilis as providencia rettgeri when using phoenix panel nmic/ID-(B)(6) (catalog number 449289) batch number 4205932. The customer returned isolates and phoenix generated lab reports but did not return phoenix panels for the investigation. The lab reports show identifications of p. Rettgeri and p. Mirabilis when using the complaint batch. The customer returned isolates were verified on a bruker maldi biotyper and labeled as p. Mirabilis u-19 and p. Mirabilis u-20. To investigate, two retention panels each from the complaint batch and one control panel each were tested using customer returned isolates p. Mirabilis u-19 and p. Mirabilis u-20 on a phoenix m50 machine and evaluated for identification results. The panels tested identified the isolates as p. Mirabilis, therefore, this complaint is not confirmed for misidentification. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate was identified as providencia rettgeri, but upon repeat it was identified as proteus mirabilis. No health impact or consequence reported. Report 1 of 2.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.